Manufacturer narrative:
This part is not approved for market in the us. However a like device with part # 8293420, 510k# k031967 and upn# (B)(4) is marketed in the u.s. (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
Pre-op diagnosis: stenosis procedure: posterior lumbar interbody fusion levels: l4-5-s1 reason for revision: cage backed out revision surgery: replacement of the s1 both side screws and tapping the backed out cage. It was reported that on an unknown date, post op, cage placed at l5 -s1 backed out and screws were loose. Lower limbs pain was observed. The screws were replaced and tapping of the backed out cage was done.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.